Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) reporting that they couldn't go above 5.5ma on program a. The patient was getting a message that it couldn't deliver the desired intensities. It was unknown if any external or patient factors contributed to the issue. The patient was going to meet with the rep on 25-feb to check the device and impedances. The rep met with the patient for a reprogramming session on 25-feb and upon interrogation the rep found that on lead 8-15, electrodes 9, 11, 12, 13 and 15 were over 40,000 ohms. The rep was able to program around those electrodes and got good paresthesia coverage where it was needed. The rep stated that the patient is very happy with new programming. No symptoms were reported.